Manufacturer narrative:
The problem reported by the customer was due to a faulty component (reference for the battery threshold). The faulty component was replaced, the welding was rebuilted and the battery threshold was recalibrated. Device evaluated, repaired and returned to the distributor/user. No patient involvement. This MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,) submission date of this report is over 30 days after the date of the event.

Event description:
The customer reported that the pump had problem with batteries.